Event description:
A healthcare facility in cincinnati reported via a fisher & paykel healthcare (f&p) representative that the bc190-05 nasal tubing 50mm's tubing had a crack. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in cincinnati reported via a fisher & paykel healthcare (f&p) representative that the bc190-05 nasal tubing 50mm's tubing had a crack. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Method: the subject bc190-05 nasal tubing 50mm was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and description of events provided by the healthcare facility, previous investigations of similar complaints and our knowledge of the product. Results: the healthcare facility stated that the bc190-05 nasal tubing 50mm's tubing had a crack. There was no patient involvement reported by the healthcare facility. Conclusion: without the return of subject device, we are unable to determine the exact cause of the reported fault. All flexitrunk infant nasal tubing's are visually inspected, and pressure tested during production and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions which accompany the bc190 bubble CPAP system state: - "use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the bc190 bubble CPAP system.